Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 470 mg/dl. The customer was treated with rapid insulin and drips on the hospital. Customer stated that auto mode status screen shows sensor not ready. The customer was declined troubleshoot to the insulin pump. The insulin pump will not be returned for analysis.